Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed that there was an error in the motor that was detected by reading an unexpected value from hall sensor. It was stated that the customer would be calling back to provide the device information.